Event description:
A report was received that the patient was experiencing discomfort at the pocket site. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was experiencing discomfort at the pocket site. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that there will be no further course of action at this time.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was experiencing discomfort at the pocket site. The patient will undergo a revision procedure.